Event description:
Allegedly there was a reported drop in blood pressure.

Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation has been completed. This event occurred in another country.